Event description:
Patient underwent operative laparoscopy for ovarian cysectomy. A 10mm reusable trocar was removed from the subumbilical incision and the 12mm trocar was placed. During placement, the protective sleeve did not return or return far enough to prevent an injury to the descending aorta. The patient was opened by laparotomy and a 1-2mm puncture was identified in the descending aorta about 2-3cm above the bifurcation. The puncture was repaired by a general surgeon. Post-operatively, the patient received 2 units of packed red blood cells and placed on IV antibotics for possible infectio.device labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: maybe. Corrective actions: device discarded. The device was destroyed/disposed of.